Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6, h10 . Review of the reported event by a health care professional found: a hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The development of postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The root cause of the reported event was determined to be unrelated to the device. This is a limited investigation; a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported from a clinical study that a patient had an initial left total hip arthroplasty. Subsequently, it has been reported that the patient developed erythema, swelling and discoloration and diagnosed with resolving hematoma.

Manufacturer narrative:
(B)(4). D1: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 standard offset. D10: 20123605 36mm i.d. Size e high wall liner 66509184. 110010244 g7 osseoti 3 hole shell 52mm e 66744608. 00877503604 bioloxâ® delta, ceramic femoral head, xl, ã¸ 36/+7, taper 12/14 3165599. G2: foreign: united kingdom. Suggested component code- mechanical (g04): stem . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.